Manufacturer narrative:
The product was not available for return. A lot number was not reported, so a device history record (DHR) review could not be performed. Despite multiple attempts to obtain additional information from the author, no additional information was received. Based on the available information, a root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
A published article titled "endoscopic antireflux surgery leading to obstruction in pediatric renal transplant patients" reports 4 cases of ureteral obstruction after injection. This report references case 1 of 4. Patient underwent stenting at the time of dextranomer/hyaluronic acid (dx/ha) injection as prophylaxis against development of edema. Despite this, after the stent was removed 3 weeks later, the patient was noted to have rising creatinine and hydronephrosis within 24 hours and a new stent was placed for 8 weeks. The patient initially did well after the stent was removed, 7 months later the patient showed evidence of delayed obstruction and required open ureteral reimplant. At the time of surgery, there were dense adhesions and fibrosis noted around the distal ureter and pathology showed ¿necrotic material, gel material, and bacterial colonies.¿ the outcome was described as "balloon dilation of ureter failed and patient underwent open reimplant of ureter."